Event description:
The customer contact reported the pt received more IV fluid than intended. At 1200, line a of the device was programmed to deliver 1000 ml of dextrose 5% in water, at a rate of 125 ml/hr, with a vtbi (volume to be infused) of 1000 ml, for a duration of 8 hours, and the delivery was started. At 1730, the device alarmed with an unspecified alarm. At that time, the nurse noted that the dextrose container was empty, instead of containing an expected remaining volume of approx 300 ml. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.0 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the last programming of the device history indicates that at 1252, line a was programmed to deliver at a rate of 125 ml/hr, with a vtbi (volume to be infused) of 900 ml, for a duration of 7 hours and 12 minutes, and the delivery was started. At 1701, the delivery on line a was stopped. At 1702, the delivery on line a was restarted. At 1735, the device alarmed for n232 (prox air a, backprime), the alarm was silenced, and the device was turned off. This report represents all info known by the reporter upon query by hospira personnel.